Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument misfired. The surgeon was able to complete the procedure with the instrument. The hospital has reported no pt injury occurred.